Event description:
It was reported that the patient¿s leads were fractured. The fractures were discovered at the time of her replacement implant procedure on (B)(6) 2014, but the leads were not replaced. The patient stated she was experiencing pain at the site of the anchors and the area had been concave but now it was pushed out and tender on the day of replacement, and the patient wanted to know what manufacturer¿s representative (rep) was present at their surgery. It was noted the patient had not been seen at their healthcare provider¿s office in over a year as of (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). The date was updated to reflect the correct notify date of when the first manufacturer¿s representative (rep) became aware of reportable information.

Event description:
Additional information received reported that the manufacturer's representative (rep) was aware at the time of surgery that the lead impedance was slightly high at that time but there were no lead fractures they were aware of. The rep. Was also not aware of the complaint regarding the anchors. Post replacement the patient was getting effective stimulation. The implantable neurostimulator (ins) was replaced at that time due to normal battery replacement.

Manufacturer narrative:
Concomitant medical products: product ID: 377760, lot# v014129, implanted:(B)(6) 2006, product type: lead. Product ID: 377760, lot# v014129, implanted:(B)(6) 2006, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708120, serial# (B)(4), implanted:(B)(6) 2006, product type: extension. Product ID: 3708120, serial# (B)(4), implanted:(B)(6) 2006, product type: extension. Product ID: neu_unknown, product type: unknown. Product ID: neu_unknown, product type: unknown. (B)(4).